Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been downloaded in pod state 2, indicating that during download was the first time the pod had been awakened and the pod had not been filled by the user. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from being awakened and activated, and deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported patient's blood glucose reached 500 mg/dl and the pink slide insert did not move forward indicating that there was a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed.